Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: the pump's black box data from the date of the complaint had been overwritten due to continued use of the pump. The last basal delivery was on 12/08/2015 at 10:29 and the last bolus delivery was 12/08/2015 at 05:35. The basal and bolus deliveries added up appropriately to the tdd showing that the pump was delivering accurately until the last date used. The pump performed the ezprime steps with no issues occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate and the pump correctly recorded 24 units delivered in the tdd. A delivery accuracy test was performed and the pump was found to be delivering accurately and within the required range. A 10 unit audio bolus and a 10 unit normal bolus were performed and both were accurately recorded in the tdd and bolus history.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump inaccurately delivered insulin. This complaint is being reported because troubleshooting was not resolved at the time of contact. There was no allegation of an adverse event associated with this complaint.